Event description:
Reference number (B)(4). Event occurred in the israel. On 16th sep, 2024, it was reported that the patient was hospitalized due to high bg. Bg value when admitted to hospital was 770 mg/dl patient received IV insulin as a corrective treatment. No further information available.